Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioflex meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable to provide any further information when follow-up was attempted by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2016. The patient manages his diabetes with an insulin pump and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that an unknown time after the alleged issue occurred he developed a symptom of high blood sugar, however did not detail any specific symptoms. The patient reported that they were administered novolog insulin through a pump on (B)(6) 2016. During troubleshooting the cca noted that it was not the first time the product had been used. The test strips had not expired and completely drew up the blood sample. When the patient was walked through a retest the issue was resolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.